Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. Review of the activity log did not show any occurrences of the reported event. The device was put through extensive testing without duplicating the malfunction. The battery used at the time of the reported event was not returned at to zoll for evaluation. A replacement device was sent to the customer. No trend is associated with reports of this type.